Event description:
It was reported from the us that during a reverse shoulder surgery, while reaming, the pilot tip on the reamer broke. The surgeon searched for, located, and removed the pilot from the patient and discarded it. This caused a delay of 5-10 minutes in the case with no adverse event to the patient. The patient was stable as they left the or. Agent was present at time of surgery. Inactive agency, no further information available. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. There is no reported patient adverse event, the pilot tip was removed from the patient. An investigation was conducted; the broken device reported was likely the result of reaming off-axis, which allowed for a torque on the pilot tip of the device, leading to ultimate failure. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
(B)(4). Eng eval completed by (B)(4) on 12/02/2018. Design-related issues: the design of the modular reverse narrow reamer head has been in the field since 2012. Exactech has not received any other similar complaint reports involving broken pilot tips on modular reverse narrow reamer head devices since 2012. This issue does not appear to be design related. Mfg-related issues: manufacturing related data could not be evaluated for the modular reverse narrow reamer head because the manufacturing lot number was not provided. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken device reported in experience (B)(4) was likely the result of reaming off-axis, which allowed for a torque on the pilot tip of the device, leading to ultimate failure. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. There is no reported patient adverse event, the pilot tip was removed from the patient. An investigation was conducted; the broken device reported was likely the result of reaming off-axis, which allowed for a torque on the pilot tip of the device, leading to ultimate failure. However, this cannot be confirmed as the device was not available for evaluation.